Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER after receiving multiple therapies. The device interrogation revealed an alert for charge time limit reach. Capacitor maintenance was performed. Exceeded charge time was still present. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to battery depletion. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found.